Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing, cough. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device was completed by the manufacturer and found unknown white and black contamination, inconsistent with degraded sound abatement foam, at the air input of the blower box. Unknown brown contamination at the air input of the blower box, under the modem door panel area and dark brown contamination on the top rim of the air input of the blower box. Unknown brown stains throughout the inside of the enclosure and on the back of the ui panel. Unknown film of light brown dust-like contamination on top of the blower box. Unknown dark brown contamination at the air output of the blower box and this appears to be the same contamination that was at the air input. Unknown brown and black pieces of contamination on the bottom of the blower box. A brown liquid-like stains on the bottom of the blower box and on the bottom of the blower motor, possibly indicating water ingress. A light dust-like contamination on top of the blower motor and the blower motor seal. Potential tobacco related contamination throughout device. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 1 error. The device was applied power and the device operated properly. The manufacturer concludes multiple contaminants found were external to the device and liquid stains and water ingress consistent with blower box, blower motor. The manufacturer found no evidence of sound abatement foam degradation.